Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an arterial blood gas module "f101" error message. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.